Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening crack, wear abrasion, delamination. Leak test was performed and found delamination and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported and healthcare professional confirmed a left side deflation and "tissue in the valve". The device has been explanted and replaced.